Manufacturer narrative:
(B)(4). The device history record could not be reviewed due to the unavailability of a lot number. As the complaint sample was not returned a comprehensive failure analysis was not possible. The ID and od of 10 drains taken from current inventory were found to meet specifications and also with break strengths of 55 - 64n which significantly exceeded the specification of minimum 41n. Without the lot number the specific device history record could not be reviewed to determine if any deviations took place during manufacturing. A review of production records of recent lots produced in october 2015 found no deviations in the manufacturing process. Based on this analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it was due to a manufacturing defect at this point in time. No specific corrective action has been implemented at this point as the root cause(s) could not be identified.

Event description:
Cerebral drain broke when the drain was being removed following back surgery.